Event description:
This case was initially received via regulatory authority FDA (reference number: mw5043189) on 03-aug-2015. The most recent information was received on 27-oct-2017. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy ("ectopic pregnancy") and hypertension ("high running blood pressure") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included bupropion (wellbutrin). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy (seriousness criteria medically significant and intervention required) with pelvic pain, hypertension (seriousness criterion medically significant), abdominal pain lower ("sharp, stabbing pains in my lower abdomen"), hypersensitivity ("allergic reaction"), depression ("depression"), alopecia ("hair loss") and migraine ("migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (removal of essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy, hypertension, abdominal pain lower, hypersensitivity, depression, alopecia and migraine outcome was unknown. The reporter considered abdominal pain lower, alopecia, depression, ectopic pregnancy, hypersensitivity, hypertension and migraine to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 27-oct-2017: summons received- case become potentially legal, reporter added, events ectopic pregnancy, allergic reaction, depression, hair loss, migraines were added.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial' indicates here initial submission by the new legal manufacturer only. Company causality comment : incident; no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5043189) on 03-aug-2015. The most recent information was received on 12-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration of essure device (missing right coil)"), pregnancy with contraceptive device ("pregnancy (no complication)") and vaginal haemorrhage ("vaginal bleeding") in a female patient who had essure (batch no. C51063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any confirmation test." And device ineffective "device ineffective". The patient's medical history included multigravida, multiparous (3), depression, anxiety, miscarriage, live birth (B)(6) 2002, (B)(6) 2004, (B)(6) 2007, (B)(6) 2015, trichomoniasis and pap smear abnormal. (B)(6) 2015 - hcg serum: negative. (B)(6) 2015 - hcg urine: negative. (B)(6) 2016 - two home pregnancy tests which were positive, had blood hcg this morning which was also positive, qualitative beta hcg, serum: positive. Concurrent conditions included tooth disorder, migraine, headache, rash, obesity and degenerative disc disease. Concomitant products included bupropion hydrochloride (wellbutrin), cetirizine hydrochloride, doxylamine succinate;pyridoxine hydrochloride (diclegis), escitalopram oxalate (lexapro) and minerals nos;vitamins nos (prenatal vitamins). On (B)(6) 2015, the patient had essure inserted. In june 2015, the patient experienced nausea ("nausea") and arthralgia ("pain left hip area/joint pain"). In july 2015, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). In august 2015, the patient experienced alopecia ("hair loss"), allergy to metals ("nickel allergy") and rash ("rashes"). In january 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with pelvic pain. On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced hypertension ("high running blood pressure"), abdominal pain lower ("sharp, stabbing pains in my lower abdomen"), hypersensitivity ("allergic reaction or hypersensitive reaction"), depression ("depression"), migraine ("migraines"), anxiety ("psychological or psychiatric condition:anxiety"), drug hypersensitivity ("rashes that I had with my allergic reaction to penicillin"), urinary incontinence ("urinary incontinence/leakage"), headache ("headaches"), tooth fracture ("dental problems-tooth pieces fell out of back tooth"), gingival bleeding ("bleeding gums"), vaginal discharge ("vaginal discharge excessive discharge"), constipation ("constipation"), diarrhoea ("diarrhea,"), dyschezia ("severe pain while having bowel movement"), urticaria ("allergic or hypersenitivity reaction:hives"), vaginal infection ("infection (bladder/urinary tract/vaginal)-vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive sysytem disorder-mucus within bowel") and gait disturbance ("crippling") and was found to have weight decreased ("weight loss significant within 5 months"). The patient was treated with surgery (removal of essure implant(hysterectomy) full ,salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, hypertension, abdominal pain lower, hypersensitivity, depression, menorrhagia, vaginal haemorrhage, nausea, dysmenorrhoea, dyspareunia, arthralgia, anxiety, drug hypersensitivity, urinary incontinence, tooth fracture, gingival bleeding, vaginal discharge, weight decreased, constipation, diarrhoea, dyschezia, urticaria, vaginal infection, fatigue, gastrointestinal disorder and gait disturbance outcome was unknown and the alopecia, migraine, rash and headache had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, constipation, depression, device dislocation, diarrhoea, drug hypersensitivity, dyschezia, dysmenorrhoea, dyspareunia, fatigue, gait disturbance, gastrointestinal disorder, gingival bleeding, headache, hypersensitivity, hypertension, menorrhagia, migraine, nausea, pregnancy with contraceptive device, rash, tooth fracture, urinary incontinence, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: current weight 215 lbs. Discrepancy observed in essure insertion date 4th june 2015 and 3rd june 2015 discrepant information -we have received follow up information for this case in which in pfs section-pregnancy with no complication(jan-2016) is reported after essure insertion. This case already has pregnancy (ectopic) as an event, as per clarification mail amendment done. 4 rings of coils seen on both sides at end of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-feb-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5043189) on 03-aug-2015. The most recent information was received on 05-dec-2018. Quality-safety evaluation of ptc: unable to confirm complaint: this spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration of essure device (missing right coil)"), pregnancy with contraceptive device ("pregnancy (no complication)") and vaginal haemorrhage ("vaginal bleeding") in a female patient who had essure (batch no: c51063) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo any confirmation test." The patient's medical history included multigravida, multiparous, depression, anxiety, miscarriage and live birth (on (B)(6) 2002, on (B)(6) 2004, on (B)(6) 2007, on (B)(6) 2015,). Concurrent conditions included tooth disorder, migraine, headache, rash, obesity and degenerative disc disease. Concomitant products included bupropion hydrochloride (wellbutrin), cetirizine hydrochloride, doxylamine succinate;pyridoxine hydrochloride (diclegis), escitalopram oxalate (lexapro) and minerals nos;vitamins nos (prenatal vitamins). On (B)(6) 2015, the patient had essure inserted. In june 2015, the patient experienced nausea ("nausea") and arthralgia ("pain left hip area/joint pain"). In july 2015, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). In august 2015, the patient experienced alopecia ("hair loss"), allergy to metals ("nickel allergy") and rash ("rashes"). In january 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with pelvic pain. On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced hypertension ("high running blood pressure"), abdominal pain lower ("sharp, stabbing pains in my lower abdomen"), hypersensitivity ("allergic reaction or hypersensitive reaction"), depression ("depression"), migraine ("migraines"), anxiety ("psychological or psychiatric condition:anxiety"), drug hypersensitivity ("rashes that I had with my allergic reaction to penicillin"), urinary incontinence ("urinary incontinence/leakage"), headache ("headaches"), tooth fracture ("dental problems-tooth pieces fell out of back tooth"), gingival bleeding ("bleeding gums"), vaginal discharge ("vaginal discharge excessive discharge"), constipation ("constipation"), diarrhoea ("diarrhea,"), dyschezia ("severe pain while having bowel movement"), urticaria ("allergic or hypersenitivity reaction:hives"), vaginal infection ("infection (bladder/urinary tract/vaginal)-vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive sysytem disorder-mucus within bowel") and gait disturbance ("crippling") and was found to have weight decreased ("weight loss significant within 5 months"). The patient was treated with surgery (removal of essure implant(hysterectomy) full ,salpingectomy(bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, hypertension, abdominal pain lower, hypersensitivity, depression, menorrhagia, vaginal haemorrhage, nausea, dysmenorrhoea, dyspareunia, arthralgia, anxiety, drug hypersensitivity, urinary incontinence, tooth fracture, gingival bleeding, vaginal discharge, weight decreased, constipation, diarrhoea, dyschezia, urticaria, vaginal infection, fatigue, gastrointestinal disorder and gait disturbance outcome was unknown and the alopecia, migraine, rash and headache had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, constipation, depression, device dislocation, diarrhoea, drug hypersensitivity, dyschezia, dysmenorrhoea, dyspareunia, fatigue, gait disturbance, gastrointestinal disorder, gingival bleeding, headache, hypersensitivity, hypertension, menorrhagia, migraine, nausea, pregnancy with contraceptive device, rash, tooth fracture, urinary incontinence, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: current weight 215 lbs. Discrepancy observed in essure insertion date on (B)(6) 2015. Discrepant information -we have received follow up information for this case in which in pfs section-pregnancy with no complication (jan-2016) is reported after essure insertion. This case already has pregnancy (ectopic) as an event, as per clarification mail amendment done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received : lot number added. Following events were added: perforation (uterus), migration of essure device (missing right coil), menorrhagia, vaginal bleeding, nausea, rashes, dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), pain left hip area, anxiety, rashes that I had with my allergic reaction to penicillin, urinary incontinence/leakage, headaches, dental problems, bleeding gums, vaginal discharge, diarrhea and pain during bowel movement,plaintiff did not undergo any confirmation test,infection (bladder/urinary tract/vaginal)-vaginal infection,fatigue,crippling. Concomitant conditions added. Medical history was updated. The event verbatim "ectopic pregnancy" was updated to pregnancy with no complication and pregnancy outcome was updated to live birth; outcome unknown. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.